Event description:
It was reported that during a procedure to treat a lesion in the tortuous mid right coronary artery, a perforation occurred which required the use of a graftmaster stent. The 3.0 x 16 mm graftmaster stent delivery system was advanced and some resistance was noted with the vessel. The stent was implanted and the perforation was sealed successfully. The patient had a good outcome, with no clinically significant delay in the procedure. Based on a lot history search of this part and lot number, it was found that the graftmaster stent was used after its expiration date. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use states that it is not recommended that the product be used after the use before date.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information was received that the device was not used after the expiration date.